Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to pacing. Analysis of the device memory indicated an issue with the atrial rate histogram. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial histograms exhibited a high atrial pacing rate ranging from 120's to 140's. The device remains in use. No patient complications have been reported as a result of this event.